Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels, symptoms and treatment were not provided. Patient reported his hospitalization was related to an issue with his controller; that it was stuck on loading screen 19 out of 29. The patient was released a week later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.